Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A site history review was performed and there were no other complaints for this instrument identified. A system log review was performed. There were no error messages generated from the instrument usage and the instrument was not used in subsequent procedures. No images or videos of the event were provided for review. This complaint is assessed as a reportable event due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument had a loose cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the following procedures performed on the patient: rectum anterior resection, rectopexy and robotic total hysterectomy/bilateral salpingo-oophorectomy, vaginal suspension, and uterosacral ligament suspension. The patient had a medical history of breast cancer and incomplete uterovaginal prolapse.